Event description:
During a gall bladder procedure, the clips did not form properly, and would not hold after placing. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Misaligned jaws evaluation summary: the jaws had become yielded causing the clips to be ejected and making the instrument non-functional. No conclusion could be reached as to how this misalignment had occurred.

Manufacturer narrative:
H4, 6: information anticipated, but unavailable at this time.